Event description:
It was reported that during an infusion site change the patient inadvertently left the paper adhesive backing on the infusion site prior to deployment, resulting in an incorrect infusion set application; the patient then used new supplies and completed the change without issue. Symptoms included no reported injury. Outcomes included no alerts or alarms and no user impact. Investigation included troubleshooting and education. Investigation of this case revealed user error related to an incorrectly deployed infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during the insertion process.